Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 1.

Event description:
Caller states the patient tested 3.1 inr on coaguchek system 1 and 4.6 inr/5.0 inr on additional coaguchek systems. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.